Manufacturer narrative:
The meter was not returned for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer's meter was requested for investigation and a replacement meter was sent to the customer. Initial reporter occupation is lay user/patient.

Event description:
It was reported that there was an issue with the display of coaguchek xs meter serial number (B)(4). The meter display initially was flashing with "set". When the meter is turned on, the display shows a flashing "(B)(6) 2000". A display check of the meter was performed and all segments could be seen, but many of them were faded, including portions of the "888" seen in the results field of the display.